Manufacturer narrative:
Reference MFR report # 2916596-2015-01334 for the report of the chronic anemia. ((B)(4)). Reference MFR report # 2916596-2017-00858 for the report of the chronic sepsis. ((B)(4)). (B)(4). Approximate age of device ¿ 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, a pump stoppage event was observed upon interrogation of the system controller history. The patient¿s lactate dehydrogenase (ldh) was elevated at 1500 u/l. The patient was otherwise asymptomatic. A representative of the manufacturer's technical services team reviewed the submitted log files and confirmed a four second pump stoppage. On (B)(6) 2017 a ramp echocardiogram was performed, and revealed the aortic valve (av) opening with each cardiac cycle, and it was reported that device thrombosis was suspected. It was reported that the patient had been off of warfarin and aspirin for over one year due to extreme, chronic anemia. It was also reported that the patient was not a pump exchange candidate due to noncompliance, obesity, chronic sepsis issues, and severe renal dysfunction requiring past dialysis. The patient was treated with heparin. On (B)(6) 2017, the patient¿s ldh had not yet returned to baseline, and remained in the 1300's u/l. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of a pump stoppage was confirmed based on the evaluation of the submitted system controller log file. The log file captured an isolated pump stoppage event on (B)(6) 2017 while the system was connected to battery power. Multiple elevations in pump power were observed throughout the log file ranging from 10.1 to 13.3 watts. No other atypical alarms were captured throughout the log file. A specific cause for the pump stoppage event and elevations in power could not be conclusively determined through this evaluation. Additionally, a correlation between the device and the report of elevated lactate dehydrogenase and suspected pump thrombosis could not be conclusively determined. The patient remains ongoing vad support and no further related events have been reported at this time. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.